Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing pain after implant and the patient was not getting an adequate pain relief. The patient underwent an explant procedure wherein it was discovered that the leads were broken.

Event description:
It was reported that the patient was experiencing pain after implant and the patient was not getting an adequate pain relief. The patient underwent an explant procedure wherein it was discovered that the leads were broken. Additional information received that the patient was doing well postoperatively. All explanted device components will not be returned as they were disposed by the facility.